Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. On the day of the event, the user received a blood glucose result of 112 mg/dl. Based on this result, the father withheld the customer's normal dosage of insulin. After a short time, the customer began to experience elevated blood glucose symptoms and was vomiting. Within two hours, the father had taken the customer to the hospital. Upon arrival at the hospital, the customer received a blood glucose result of 548 mg/dl on the professional meter, and a blood glucose result of 113 mg/dl on his accu-chek performa meter, within 15 minutes. The customer was admitted into the hospital and treated for hyperglycemia, however the type of treatment given was unknown. The customer was hospitalized for two days.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.